Event description:
It was initially reported that through clinic notes that the pt came into an appointment programmed to unintentional settings. The settings were corrected on that date that the correct settings. Review of the programming history in the MFR's programming history database revealed that there was a cross programming event. There was no initial interrogation of this pt. System diagnostic were run and the pt was changed to settings from the last interrogation which was that of another pt. There was not final interrogation performed that would have caught the change.

Manufacturer narrative:
Analysis of MFR's programming history.